Manufacturer narrative:
The glidescope spectrum smart cable and a glidescope avl monitor used in the procedure were returned to verathon for evaluation. A verathon technical service representative evaluated the returned spectrum smart cable and confirmed the intermittent "snow" issue. The spectrum smart cable intermittently gave a static image when it was connected to a known, good, test single-use blade. The video image was normal when the spectrum smart cable was connected to a known, good, test video baton 2.0. The camera image quality test was performed and failed. The technical service representative evaluated the returned avl monitor and could not confirm any malfunction. The camera image quality test was performed and passed. The technical service representative attributed the poor image quality issue to a connector failure on the glidescope spectrum smart cable. The glidescope avl monitor was returned to the customer and the glidescope spectrum smart cable was replaced and the spectrum smart cable returned to verathon for evaluation was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image had intermittent "green snow". No delay in the procedure, use of a backup device, or harm to the patient or user was reported.